Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
The patient reported that she thought the device didn¿t work and wanted it removed. The device sensation zapped her and annoyed her and then she thought the battery may be dead. She had tried to see a doctor that only installed them but didn¿t adjust them. The patient was then able to make an appointment with another doctor for (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the healthcare the patient reported that she thought the device didn¿t work and wanted it removed. The device sensation zapped her and annoyed her and then she thought the battery may be dead. She had tried to see a doctor that only installed them but didn¿t adjust them. The patient was then able to make an appointment with another doctor for (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the healthcare provider reports the patient first notice their device wasn¿t working was first date referenced was (B)(6) 2015 when manufacturer called. Than at appointment on (B)(6) 2015. Troubleshooting performed on (B)(6) was an impedance check. Impedance at 2 volts shows all leads abnormal. Patient wants device removed. Decided to try bladder botox and if this worked, then she would have it removed. Steps taken to resolve the patient¿s device not working issue was on (B)(6) 2015 the patient received bladder botox 100 units. She was given options of revising lead with ¿cinap¿ or trying botox. Decided wanted to remove neurostimulator, due to distance. Patient was connected with healthcare provider to have this removed. The cause of the device not working was the leads were abnormal. Patient wanted device removed instead of a lead revision. Connected patient with healthcare provider for removal due to distance.